Event description:
Reportedly, it was impossible to enter the date on the implementation of the lead, when the program button was pressed, the current date reappeared systematically. Version software 3.18.

Manufacturer narrative:
The review of data provided confirmed the reported issue. When an implantation date in the patient screen is set for a month with 28 days or 30 days (for example 20 june 2025) and the user wants to set a date to the 31st of a month with 31 days (for example 31 july 2025): - before clicking on ¿apply¿, the date displayed is 31 july 2025. - after clicking on ¿apply¿, the date displayed is 20 june 2025. - if the user repeats the operation, the date is correctly displayed as 31 july 2025. This software bug will be corrected in a future smartview version. This case is retained and utilized for trending purposes.

Event description:
Reportedly, it was impossible to enter the date on the implantation of the lead, when the program button was pressed, the current date reappeared systematically. Version software 3.18.